Manufacturer narrative:
Age at time of event: 60s (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a journey guidewire. The guidewire tip was completely separated from the device. The guidewire tip was returned. The length of the returned portion of the tip was 18cm. Magnified inspection of the fracture surface appears to be consistent with separation due to ductile bending overload. Visual examination also showed a kink 16cm from the separated distal tip. There was damage to the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the iliac artery. After a non bsc guide catheter was advanced through the bifurcation, a 300cm atip journey guide wire was advanced to cross the lesion. However, the physician noted that the distal tip of the guidewire was detached from the main body of the wire. A snare was used to go in, snare the tip of the wire and retrieve it from the patient successfully. The procedure was not completed. No patient complications were reported and the patient's status was fine.